Event description:
Customer was hospitalized for high blood glucose levels. Troubleshooting was performed and pump passed the prime test. Tubing clamp was not available for the high pressure test. It was stated customer had been taking antibiotics for a sore throat.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensitive resistor. Unable to test further due to motor error alarms.